Event description:
It was reported that the patient presented with an intrinsic rate of 30 bpm and no pulse generator output. Interrogation found that the device was operating with original settings of vvi 70 bpm. Although ECG pacing spikes were observed, measured data post interrogation showed a threshold of 1.25 v, 0.4 ms with a safety margin of 3.0 v. The following day, interrogation revealed no anomalies. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.